Manufacturer narrative:
Details of complaint: the charge nurse first reported that four monitors were down. It was later determined that the primary and secondary displays on the central nurse's station (cns), as well as the "remote non-interactive displays" were down, so it was only one cns that was involved. They later reported that the issue was resolved by rebooting the receiver and sender on the kvm. No patient harm was reported. Investigation summary: nk tech support determined the issue was with the kvm sender and receiver. Rebooting the receiver and sender resolved the issue. A root cause could not be determined. No patient harm was reported. Nihon kohden will continue to trend and monitor. Additional device information: even though this involved a cns, on 01/27/2026 the customer stated that no other monitoring devices were connected to the cns at the time. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The charge nurse first reported that four monitors were down. It was later determined that the primary and secondary displays on the central nurse's station (cns), as well as the "remote non-interactive displays" were down, so it was only one cns that was involved. No patient harm was reported.

Manufacturer narrative:
The charge nurse first reported that four monitors were down. It was later determined that the primary and secondary displays on the central nurse's station (cns), as well as the "remote non-interactive displays" were down, so it was only one cns that was involved. They later reported that the issue was resolved by rebooting the receiver and sender on the kvm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: even though this involved a cns, on 01/27/2026 the customer stated that no other monitoring devices were connected to the cns at the time.

Event description:
The charge nurse first reported that four monitors were down. It was later determined that the primary and secondary displays on the central nurse's station (cns), as well as the "remote non-interactive displays" were down, so it was only one cns that was involved. No patient harm was reported.